Event description:
It was reported that a coseal surgical sealant had the inner package peel off. This was observed after opening the outer packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d1, d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection of the sample was performed and observed that the peg pouch material was damaged. The foil layer had partially delaminated (separated) from underlying polyester layer at both ends of the pouch. However, the inner layer seal appeared to be intact, indicating that the sterile barrier was likely not compromised. The delamination was more severe on the chevron (notched) side of the pouch. No damage was observed on the dsd pouch or the applicator pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Coseal is not intended as a substitute for standard surgical hemostatic, sealing and adhesion prevention techniques (us: vascular sealing only). As a consequence if any of the components were defective, making the device unusable or broken prior to use, the surgeon would have to either use a new kit, or decide to use alternative standard surgical methods (e.g., compression, clips, sutures, lavage, etc.) To control the respective surgical problem. After consideration for potential harms and worst-case scenarios, no adverse health consequence is reasonably expected to result from this issue. Should additional relevant information become available, a supplemental report will be submitted.